Event description:
(B)(6) reported the following event: it was reported that the reamer head from the flexible reamer set broke while reaming out the intramedullary canal. The fragments were visualized by x-ray; however, they were not able to be removed. Additionally, the flexible reamer shaft tip was also broken. The flexible reamer shaft was successfully removed from the patient. The tfn (trochanteric femoral nail) was able to be inserted and the procedure was completed. There was a 2-3 minute surgical delay due to the reported event. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by the reporter. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4) additional x-ray. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.